Event description:
It was reported, during preventive maintenance the cardiosave intra aortic balloon pump(iabp) had connector issues. Getinge field service engineer found a damaged connector on the backplane board when removing the drive manifold. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.